Manufacturer narrative:
1. DHR/bhr review lot#: 3290150. 1. The products of this batch were assembled at intima ii auto line 2 in december 2023, and packaged at r240 package line in december 2023. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional tests: 800mm simulated clinical leakage test and 45psi leakage test. The test results show that there is no leakage at the septum. Please see the attached test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample is received and the use of the sample is unknown, the root cause of the leakage at the septum cannot be determined. The plant will continue to track and trend for this issue.

Event description:
Customer responses provided: 1. Is the device damaged during use? If so, where is the damage located? Isolation plugs. 2. Is the instrument used for multiple punctures? Nope. 3. Is the liquid injected through the device? Yes. 4. Please provide pictures/videos/physical samples (if any). None.

Event description:
It was reported that bd intima-ii leaked. Medical staff experienced leakage when using an intravenous catheter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.